Event description:
It was reported that this right atrial (ra) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance. The threshold was noted to be within normal range. This ra lead and ICD remain in service. No adverse patient effects were reported.